Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Device problem code updated to include speaker issue.

Event description:
It has been reported that the device is failing self-test and the speakers are not functioning properly.